Event description:
I was working two jobs before this surgery that was not necessary but doctor did it anyway now I have been dealing with this pain that is worse at night time taking morphine and oxycodone for pain day after day I discover about a year and a half ago that the doctor who did the surgery was doing a trial on one of his inventions without my knowledge now, here I am dealing with this pain for years getting worse and worse and I told him about worse on the left side now my legs and foot the site were I found out about this trial is business wire and it says the name of the inventor of the device they put on my back and date of trial hoping you guys do something about this problem name of device midline trial date (B)(6) 2010. Hospital (B)(6) I have been looking for other ways to find help. Did not new nothing about how to find help doctors that I have seen they tell me to go back to the doctor who did the surgery but if he did this just to trial his invention to patented he used he knew I was working two jobs and changed everything even the MRI results, neurologist results. Imagine what can he do next not even medical board did nothing to punish the doctor for what he did. Now, I am disabled some times not able to take care of my self because of this pain. I also, had a big infection because of the device and he hit it, didn¿t show it in my medical report so he has being lying about all of my medical records before the surgery and after the surgery please look for this news site business wire and the date it will tell you everything about this trial so you know that I am telling you the truth about this invention is causing me pain getting worse on left side like poking with a sharp object, hard to explain my legs are filling like somebody pulling my tendons and my groin are which he said it was because my back problems is getting worse but this is due to a umbilical hernia surgery that I had prior to my back surgery and the pain also getting worse I need help I cannot work due to this doctor and his invention and hope I can get better or some body can fix what he did wrong the original prosthesis name was staliff tt other of his inventions that he told me this is the best of the best is other. Of his only reason was to try his midline invention to get it patented and is so hard to find this because you trust a doctor with your life because you think they are to help you out with your sickness to get better and not to harm you and put your life in danger only because they want to try they¿re inventions, do not care about your health. Because of this doctor other doctors are going to be judged as bad doctors and it is not fair for the good doctors so please help if you need more information about this matter now I have all that information all the inventors names and the doctor names who help this doctor to do my surgery and I want to take them all to justice. They have to pay for what they did to me. Hope my case helps to stop this type of crime because this is exactly what this is a crime, a hard working person working two jobs to help his family now I am disabled and not able to provide for his family. FDA safety report ID # (B)(4).